Event description:
It was reported that an iLet user experienced repeated cartridge leaks over three days despite following the recommended procedure for rewinding the pump with a reported value of 328 mg/dL, inserting the cartridge, and attaching the connector and tubing; five cartridges from the same lot demonstrated the issue, and troubleshooting suggested a defective batch, with replacement cartridges and connectors shipped. Symptoms included high glucose, muscle ache, and eye irritation described as burning. Outcomes included elevated glucose without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed a suspected product quality issue affecting cartridges and/or connectors from the cited lot, consistent with a device component leak leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing or material nonconformance affecting the cartridge and connector components.

Manufacturer narrative:
Initial.